Manufacturer narrative:
Device evaluated by MFR.: promus select ous mr 32 x 2.75mm stent delivery system was returned for analysis. A visual examination of the crimped stent identified no damage. The stent was securely crimped between both markerbands. The stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip identified no damage. A visual and tactile examination of the hypotube identified multiple kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found a break in the midshaft extrusion, located 117cm distal to the distal end of strain relief. A microscopic examination of the wire lumen identified no damage. No other issues were identified during analysis.

Event description:
It was reported that stent dislodgement and shaft break occurred. While opening the package of the 32 x 2.75 mm promus premier select drug-eluting stent during preparation, the shaft broke at the shaft transition and the stent was displaced from its proper position. A 38 x 2.75 promus premier select drug-eluting stent was then opened, but the shaft also broke at the shaft transition and the stent was displaced from its proper position. Neither device was used and a third stent was used to complete the procedure. No patient complications were reported.

Event description:
It was reported that stent dislodgement and shaft break occurred. While opening the package of the 32 x 2.75 mm promus premier select drug-eluting stent during preparation, the shaft broke at the shaft transition and the stent was displaced from its proper position. A 38 x 2.75 promus premier select drug-eluting stent was then opened, but the shaft also broke at the shaft transition and the stent was displaced from its proper position. Neither device was used and a third stent was used to complete the procedure. No patient complications were reported.